Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (DHR) reviews will not be performed. Per wi-3430 it has been determined that should related reports be identified a DHR review is not required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a srom, mom hip implanted in 2002. Patient had a multi level spine fusion done in 2018. Since the fusion the patient has had an increasingly painful hip that also now has an audible squeak. At the time of revision his cobalt level is 95, and his chromium levelis 45.2. His mom liner was replaced with a pinnacle dm construct. At the time of revision the cup appears to very vertical in position. (B)(6) states that the cup was not that vertical prior to the spinal fusion. Patient has no relative comorbidities. No other information is available. Doi: oct (B)(6) 2002 - dor: (B)(6) 2021 (left hip).